Event description:
Additional information was received that the implant depth of the first valve was shallow, so the valve displaced. Following the implant of the second valve, paravalvular leak (pvl) was observed.

Manufacturer narrative:
Updated data: b5, d1, d4, d6a, e1, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, after implant of the valve, regurgitation was identified. Subsequently, another valve was implanted valve-in-valve. Additional information was received that the regurgitation was moderate to severe central regurgitation. Per the physician, the cause of the regurgitation was the valve displacement. After the valve in valve implant, mild to moderate regurgitation remained. Additional information was received that the implant depth of the first valve was shallow, so the valve displaced. Following the implant of the second valve, paravalvular leak (pvl) was observed. Additional information was received that the shallow implant depth of the first valve was not intended. It was clarified that following the implant of the second valve, the severity of the pvl was mild-moderate.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, after implant of the valve, regurgitation was identified. Subsequently, another valve was implanted valve-in-valve. Additional information was received that the regurgitation was moderate to severe central regurgitation. Per the physician, the cause of the regurgitation was the valve displacement. After the valve in valve implant, mild to moderate regurgitation remained.